Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, a centralizer broke when the surgeon attached it to an exeter stem. Then the surgeon used the another one and progressed the surgery.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter centralizer was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "The device was fractured at its opening. The fragment represents the entire amount of material broken-off. The device was evaluated with the aid of a stereomicroscope at magnifications up to 50x. The fracture surface indicated features consistent with fracture by overload." The mar concluded: "the centralizer fractured in overload at its opening. No material or manufacturing defects were observed on the device features examined." Medical records received and evaluation: there were no medical records received for review with a clinical consultant and no adverse consequences to the patient noted. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded that the device fractured by overload and concluded "no material or manufacturing defects were observed on the device features examined. No further investigation is required at this time. If additional relevant information becomes available, this investigation will be reopened.

Event description:
During surgery, a centralizer broke when the surgeon attached it to an exeter stem. Then the surgeon used the another one and progressed the surgery.